Manufacturer narrative:
Complaint confirmed. One unpackaged ar-611-4 batch number 052047, was received for investigation. The visual inspection identified that the tibial impactor head was broken off. The most likely cause for the reported failure is user error for applying excessive force during use. Functional testing was not performed due to the damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/06/2024, it was reported by a sales representative via (B)(4) that an ar-611-4 tibial impactor plastic piece on the end that should swivel broke during case, no patient harmed, used another from second set and finished case with no issues.